Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage under lcd screen, electronic assembly or motor noted. Unit had cracked case at display window corner and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer reported falling into a river while wearing the device. Review of the alarm history showed that a button error alarm had occurred. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.